Event description:
The customer reported that a secondary infusion flowed into primary bag.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of secondary back flowed into primary set was confirmed in the (B)(6) customer advocacy lab. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the received set during visual inspection. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing noted fluid and air bubbles flowing past the check valve up into primary bag, indicating a faulty check valve. The root cause of the check valve failure is due to a polyvinyl chloride particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the polyvinyl chloride was not identified.